Event description:
On (B)(6) 2010, the nurse reported via telephone that the rotoprone bed was not rotating and there was an error alarm. The unit tripped the room circuit breaker when the bed was initially plugged in. The bed was manually moved to a supine position in response to the control error. The nurse attempted to move the patient back to a proning position but was not able to do so. There was no patient injury reported.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010 and met specifications prior to patient placement. The kci repair technician determined that the communications failure occurred on the diagnostic screen. The medical staff had manually put the unit into a 360 degree rotation out of the proning position damaging the drum cable. Then the medical staff attempted to resume proning therapy, the torn drum ribbon cable was causing the bed to lose communication and causing the control panel to report a control error.